Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6932, implantable tachy lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 99% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that during a device replacement procedure, the physician hit the device during "electro coag" and the patient had ventricular fibrillation (vf) requiring an external defibrillator. The physician thought there might be a device short and hit the device again after it was outside of the patient, and vf was induced. The right ventricular lead was noted to have t-wave oversensing. After the lead was connected to the replacement device, the sensing had decreased and the threshold had increased. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.